Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient experienced hyperglycemia in the range of 300¿399 mg/dl for approximately four hours while using a cadd cleo 90 infusion set. The cannula was changed, insulin delivery resumed, and an override bolus was given for the high glucose. The reported issue was resolved and there was no patient injury.